Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin/fibrin mass were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure mode, fibrin/fibrin mass, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode fibrin/fibrin mass. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to fibrin/fibrin mass were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes, the device experienced clotting. The following information was provided by the initial reporter. The customer stated: at the beginning of this study we had problems with igf-1 serum samples and during the study there has been couple same kind of problems also: sample is clotted after centrifugation even if we did all according to sampling instructions. Now in our last group there are again many igf-1 samples clotted and not able to separate serum. We observed the latest sampling and the sample handling by three study nurses and have done everything how the instructions guide us to do. We have also checked that the sample is good to put in centrifugation. Still again two samples were clotted. 2/4 samples were separated well. Last week we tested to collect blood from couple nurses with different needles to see if that is what matters. All samples were separated well and there were no problems. Only thing which we noticed were common with clotted samples, were the tubes¿ lot number.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes, the device experienced clotting. The following information was provided by the initial reporter. The customer stated: at the beginning of this study we had problems with igf-1 serum samples and during the study there has been couple same kind of problems also: sample is clotted after centrifugation even if we did all according to sampling instructions. Now in our last group there are again many igf-1 samples clotted and not able to separate serum. We observed the latest sampling and the sample handling by three study nurses and have done everything how the instructions guide us to do. We have also checked that the sample is good to put in centrifugation. Still again two samples were clotted. 2/4 samples were separated well. Last week we tested to collect blood from couple nurses with different needles to see if that is what matters. All samples were separated well and there were no problems. Only thing which we noticed were common with clotted samples, were the tubes¿ lot number.